Event description:
Healthcare professional reported "deflation". This record is for the "right" side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Previous medwatch submission noted deflation. Upon further information, allergan has determined that the event of deflation did not occur.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d4, h4, h6.